Event description:
Customer reports wife received a false negative result on an unknown date using the cue covid19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(6)). Customer states wife suspected she was positive and in fact turned out to have covid-19. Customer did not specify how wife confirmed covid-19 diagnosis and did not provide any information regarding confirmatory testing. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information.  Lot number and cartridge serial number were not provided.